Event description:
Pt underwent placement of silastic implant of radial head secondary to rheumatoid arthritis. Pt complained of painful right elbow and was admitted to hospital for arthrotomy of the right elbow with debridement of silastic debris and removal of fractured implant, right radial head. Intra-operatively, the radial head implant was found to be fractured from the neck and had worn through the silastic implant on the coronoid process. The components were removed. The initial placement of the silastic implant was performed at another facility .